Event description:
Customer reported that a pump alarm occurred while pumping, specifically alarm 20, and it was confirmed that this pump did not previously report similar cartridge alarms. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Technical support assisted with loading a new cartridge, but the issue persisted. Consequently, customer technical support arranged to replace the pump under warranty. The customer will use manual daily injections as backup therapy, was instructed to store the pump properly, and return it with a prepaid label.